Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. As received, only the connector portion of the lead was returned for analysis. Electrical testing that could be measured did not find any indication of conductor fractures or internal shorts. Visual inspection noted three external insulation abrasions breaching the outer insulation and exposing the outer coil at the proximal region of the lead consistent with friction to the device can. All other damages found are consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.